Manufacturer narrative:
Insulin pump passed self test. Insulin pump alarmed pump error 38 due to corroded motor home switch. Unable to perform rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to motor anomaly. Insulin pump received with scratched case and pillowing keypad overlay. The p-cap does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that they performed displacement and self test and insulin pump did pass it. No harm requiring medical intervention was reported. The device was returned for analysis.